Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing the right colonic artery during a laparoscopic right hemicolectomy, the surgeon wanted to cut the right colon, however, after the surgeon pressed the green button, the handle could not be pulled and the stapler was not able to fire. The staples were not successfully formed. The stapler and reload was replaced to complete the case. The patient was safe and the surgery continued. There was no patient injury.